Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 580 mg/dl and trace ketones. During troubleshooting with tandem technical support, it was reported that air bubbles were observed in the infusion set tubing. Customer primed the tubing to address the issue and resumed insulin delivery.